Event description:
Healthcare professional reported "patient infection ¿ culture indicated mold" for an unknown side. The device has been explanted.

Manufacturer narrative:
(B)(4). The event of infection late onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection-late onset.